Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Complete circumferential breaks were noted on the distal attached catheter segment and proximal end of the distal catheter segment. However, striations were noted throughout the surface. The investigation is confirmed for the reported catheter fracture and leak issues and the identified wear and deformation issues, as a partial compound break was noted approximately 4.5cm from the proximal end of the distal catheter segment. Two splits were noted approximately 3.5cm and 6.3cm from the proximal end of the distal catheter segment. The surface of the partial compound break on the distal catheter segment were noted to be granular and glossy in both regions. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one year and seven months post port placement procedure via the right internal jugular vein, contrast medium allegedly leaked near the port body, in the subcutaneous tunnel, and near the vascular insertion site. It was further reported that crack was allegedly found on the catheter. Reportedly the port system was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one year and seven months post port placement procedure via the right internal jugular vein, contrast medium allegedly leaked near the port body, in the subcutaneous tunnel, and near the vascular insertion site. It was further reported that crack was allegedly found on the catheter. Reportedly the port system was removed. There was no reported patient injury.